Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to moisture damage on keypad traces. Unable to perform displacement test due to no button response. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, stained end cap sticker and broken battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the customer took off the device about 3 hours prior to the alarm because they were in the swimming pool. And when they returned to the device they received the alarm. The exact blood glucose was unknown. The caller stated it was somewhere in the hundreds. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.